Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's father reported via phone call that the customer was having high blood glucose. Customer's blood glucose was 255 mg/dl. Customer's father delivered a bolus and customer's blood glucose went up to 400 mg/dl. Customer was not present at time of call. Customer was unable to troubleshoot. Customer will not be returning the device for analysis.